Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on (B)(6) 2026, in the operating room, during an epidural procedure, there was a leak observed at the level of the connection between the syringe and the needle. A second kit from a different lot# was used, so patient faced multiple punctures, resulting in pain."